Event description:
It was reported that the patient's left oc lead had migrated into their neck/shoulder, which was confirmed via x-ray. As a result, the patient was experiencing ineffective therapy. The migrated lead has been turned off. Surgical intervention may take place at a future date to address the issue. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4); serial: (B)(6); batch: a000143827.